Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open esophagectomy, at the time of the anastomosis, there was difficulty attaching the anvil. Another stapler was used to complete the procedure. There was no patient injury.